Event description:
Novo nordisk a/s rec'd a novopen 3 from a pharmacy in australia with a complaint of a broken dial mechanism. No adverse event was reported in connection with this complaint. Further info has been requested but not obtained. Result and conclusion of MFR's investigation: on april 15, 1998 it was established that the function of the pen was strange and the piston rod appeared springy when it was pressed into the pen body. The fault is classified as "collar on piston rod nut broken off."